Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2016. The device failed a self-test due to a low battery on the (B)(6) 2016. An increase in voltage was then observed and the device passed a self-test. No further log entries were recorded. Investigation the reported fault can be attributed to capacitor failure. The capacitor was observed to be vented. The returned pad-pak was measured and found to be fused, this would account for the device being unable to be powered on. The functionality of the circuit is tested before leaving heartsine it is therefore concluded the component failed after dispatch from heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.